Event description:
During an unknown procedure, some of the clips fell out of the device. Some of the clips did not close on the vessel. Additionally, the distal tip of the device was very loose. No patient consequence.